Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-01557. It was reported that the patient experienced a flare of pain in their original pain pattern, and there was weakness associated with that. As a result, the lead showed high impedances. Surgical intervention took place where the leads was explanted and replaced to address the issue. During the procedure it was noticed the second lead had migrated and it was replaced to address the issue.. Effective stimulation was restored.